Event description:
It was reported that the insulin pump was exposed to water. The customer was pushed in a pool and there is water under the display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded electronics and motor assembly.